Event description:
I was a patient today at (B)(6) at your (B)(6) location. I was there having a breast MRI because I have breast cancer and this test was to show my doctors the cancer cells so I can begin chemo. I was asked to lay face down on my stomach with my breast in the holes on table, when I did the tech asked me to slid up more then down a little, she placed my breast in the holes and then had me put my arms straight in front kind of like superman, she asked me to lift both my legs so I did. The tech raised the bed once she had it where she needed the bed stop and she told me I could put my feet down. I put my feet down and the bed moved and caught 3 of my toes on my right foot between the end of the bed and the opening on the machine. I told the tech it grabbed my toes and she said oh I'm so sorry and proceeded with the MRI, once the MRI was done and I was able to get up off of the bed and see my foot. The big toe was hurting and the next too looked kind of flat and purple. The tech went and got the radiologist, he said oh can you move them I could at that point he goes nothing like this has even happened before I can see if we can do an xray or since you can move them you can always come back later if it gets worse. I said to them I should be starting chemo soon. I need to know if my toes are broken. So they take me to a different room and someone else comes and asked me what happened and I tell that person, then the radiologist says they are trying to see if something with my health insurance and I said you cannot run this though my insurance this was not my fault, he then said your right we will do in house if we have too. About 15 minutes later they took an x-ray and about 10 to 12 minutes later he comes out and says they are not broken so I can go. The radiologist once again said he was sorry this happened and asked again what happened and I told him and he replied well sometimes the machine moves when we don't want it too. If that machine moves on its own, that's not safe, I was already hurt, how many others need to be hurt before something is done or was that the thing to say because no one wants to take blame for the accident that caused my toes to get caught in the machine. No accident report was taken either. What kind of place are you running? I have a picture of my toes I can share to show, my toes and the top of my foot still hurts.